Event description:
It was reported that when using the bd pyxis¿ es server, all of the station was on critical override. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all the stations were on critical override and patient order data was not current. A technical support specialist connected to server and logged in as carefusion admin, ran the critical override query for inbound messages and identified delays, executed the downtime query and observed messaging errors, with no messages delayed beyond two hours, connected to the carefusion coordination engine (cce) server, accessed services, and found the port sharing service disabled with the listener adapter stopped due to dependencies, enabled the required services and restarted database synchronization service, external messaging service, listener adapter, and verified that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.